Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings. No broken or missing anomalies were observed during analysis.

Event description:
Customer reported that when she connected her transmitter to her sensor, it would not blink. The sensor is forty five minutes old. Customer's blood glucose was 43 mg/dl. She was not hospitalized for her low blood glucose. The sensor is being replaced and customer sent back the faulty sensor for analysis. Nothing further reported.